Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button that did not function properly. The customer stated that they had to hold act button down for it work and then had to release it as it did not respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer mentioned that the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.